Manufacturer narrative:
Based on the information available for assessment it is unclear whether the remunity pump "ran dry" due to expected cassette depletion or a potential device issue. However, this event is being reported as a malfunction because the patient reported having a broken backup remunity pump and the interruption in therapy resulted in the patient presenting to the emergency room. Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information relevant to the reported event will be provided in a follow-up report. At the time of this report, no components or additional information have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 20-jan-2026 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 23-jan-2026. It was reported that on the morning of (B)(6) 2026, one of the patient's remunity pumps "ran dry", resulting in an interruption in therapy. The patient presented to the emergency room to restart remodulin; however, it is unknown if the patient was admitted to the hospital. It was further reported that the patient only had one functional remunity pump on hand, as their second pump was described as "broken". However, no information was provided to clarify if the remunity pump that "ran dry" was the pump that was described as "broken".

Manufacturer narrative:
Follow-up to MDR #3016798778-2026-00029, submitted on 19-feb-2026. This submission includes additional information obtained since the original submission. Information received from cvs specialty pharmacy on 20-feb-2026 has been incorporated into the event narrative (b5). Sections b2 and h6 were updated to reflect the patient's hospitalization. Section h6 was also updated to reflect that no device serial numbers were provided and no log data is available for review. No components or further information have been made available to millyard advanced medical products, llc, for additional investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 20-jan-2026 from (B)(6) and forwarded to millyard advanced medical products, llc on 23-jan-2026. It was reported that on the morning of (B)(6) 2026, one of the patient's remunity pumps "ran dry", resulting in an interruption in therapy. The patient presented to the emergency room to restart remodulin. It was further reported that the patient only had one functional remunity pump on hand, as their second pump was described as "broken". However, no information was provided to clarify if the remunity pump that "ran dry" was the pump that was described as "broken". Information received from (B)(6) on 20-feb-2026 confirmed that the patient was hospitalized to resume therapy.